Event description:
It was reported to boston scientific corporation that a pneumatic inflator was to be used during an achalasia dilatation procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during unpacking, it was noted that the gauge was reading inaccurately as the needle was on the wrong side of the manometer. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device was reused. The product was returned and visually inspected, no outward signs of damage, did however confirm needle stuck at 30 psi. The complaint was confirmed. Recalibrated unit and retested fine. Repeated test 5 times and unit remained within specifications. Product was returned and the analysis confirmed that needle was stuck at 30 psi and was found to be out of calibration. Damage most likely happened after unit was shipped as all units are visually inspected and tested just before shipment. Jarring during shipment and packaging at navilyst could have caused the non- conformances. The most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was to be used during an achalasia dilatation procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during unpacking, it was noted that the gauge was reading inaccurately as the needle was on the wrong side of the manometer. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture date is unknown. This is a reusable device, therefore there is no expiration date. (B)(6). Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.